Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels (bg's). It is unknown when the patient was released from the hospital and how they were treated for the issue. Three follow ups were attempted but no new information was provided.